Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # unk. Additional information was requested and the following was obtained: "the procedure was laparoscopic colectomy. The device was used on the blood vessels. The device was removed with the trocar. The jaws were opened. The clip was formed properly. The patient is stable." Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb5lt device was received with a el5ml product code inserted thru. In an attempt to replicate the reported incident, the device was functionally tested to detect any compatibility issue. Upon evaluation of the device, the el5ml instrument was remove and then inserted and no issues were noted related to an abnormal drag force. Upon evaluation of the device, the tip of the sleeve was found broken. The piece of plastic from the sleeve was not returned. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during an unknown procedure, the device could not be removed from the trocar. Something seems to be stuck at the root of the clip. Another device was used to complete the case. There were no adverse consequences to the patient.